Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 30774319 lot 1811360 to investigate for this record. Visual examination under a microscope revealed that the clog is produced because of the epoxy used during manufacturing. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced due to some problem in the assembly process (for example, not enough vacuum), the cannula was not placed in the correct position into the hub and, as a consequence, the epoxy used to join both pieces blocked the cannula. Every 30 minutes, clog condition is visually inspected by machine operator. In addition, as in-coming inspection each cannula batch is also inspected by quality operator. All production and inspection records have established that all production and quality processes were carried out normally. No changes in the process have been implemented which could generate the defect.

Event description:
It was reported that bd emerald¿ syringe needle was clogged. This was discovered before use. The following information was provided by the initial reporter: after opened the package, the customer found the needle clogged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe needle was clogged. This was discovered before use. The following information was provided by the initial reporter: after opened the package, the customer found the needle clogged.